Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on and remote support service was offline. A field service engineer found that the power supply attempted to start and immediately shut off. Troubleshooting began by isolating the failure to a specific drawer by disconnecting them one at a time, and half-height drawer 2 was identified as the cause. Test points on the drawer controllers showed they were shorted, which also led to failure of the pyxibus controller module, replaced the pyxibus module and both affected drawer controllers, then rebooted the station. After reconfiguring the system and recovering the storage spaces, the station was tested in diagnostic mode and verified to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pacu-b station not powered on. User tried to plug and unplug the power cable, but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.